Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the e-100 generator led was red and did not function. The customer contacted the intuitive surgical, inc. (Isi) clinical sales representative (csr) who instructed the customer to power cycle and hard power cycle the e-100 but the issue remained. The isi technical support engineer (tse) instructed the customer go through those actions again with no change. The isi tse advised that the customer they could do a power cycle on the system, if possible, but the customer was not in a position to take that action. The customer was moving the e-100 instruments to the integrated electro surgical unit (iesu) and moving forward with the case. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci e-100 involved with this complaint to perform failure analysis. The e-100 was analyzed however the reported failure was not replicated. The e-100 was installed onto a test system with a vessel sealer extend (vse) instrument and found to work well. The vse instrument was used with a saline dipped gauze in the jaws and the yellow pedal/sync activations and cut/seal was fired about one-hundred times and the e-100 worked without any issues.